Manufacturer narrative:
The lens was returned dry in a micro-centrifuge vial. There was residue on the lens surface. Visual inspection found no visible damage to the lens. (B)(4).

Manufacturer narrative:
Product manufactured but not sold in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -10.0 diopter into the patient's left eye (os) on (B)(6) 2019. The surgeon reports the patient was "dissatisfied with the quality of vision after icl implant." The cause of the event is reported as device. On (B)(6) 2019 the lens was explanted. The patient is "okay" after explant.